Manufacturer narrative:
The product was returned to the manufacturer for evaluation. The cable passed all the tests, with no faults found. It was also realized during the evaluation that edwards does not have reporting responsibilities for this device under contractual agreement with a third party vendor. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a patient, this truwave cable led to a misleading arterial pressure measurement. The values were about 309/200 mmhg and were not in line with the patient's clinical state. There was no error message displayed with these values. It was confirmed that the patient was not treated due to the wrong values. There was no patient details available. There was no allegation of patient injury. The cable was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per follow up, new information was received that at this hospital, the cables were not routinely tested. It was also learned that there was some confusion about the first faulty cable incident. It appears the cable was put aside but not removed from the theatre. The biomed who reported the incident says that there is a possibility the cable was returned to use and is in fact the same cable involved in a second incident.